Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted or display anomaly was noted. The insulin pump was received with a cracked case on the display window corners, missing display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.